Event description:
It was reported that the patient fell. Lead dislodgement and loss of capture were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.